Manufacturer narrative:
Upon disassembly, the nose housing assembly was found to be corroded. The presence of corrosion in the nose housing assembly is likely to cause or contribute to the handpiece overheating.

Event description:
It was reported that the micro sagittal saw overheated during a procedure. A back-up device was used to complete the procedure successfully, without patient or user injuries. There were no adverse consequences.